Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Customer reported via phone call that they were hospitalized due to hyperglycemia. Customer's blood glucose value was 568 mg/dl and was treated using manual injection and insulin pump. The customer stated that the event began on (B)(6) 2022. The customer got assistance with programming the pump. Customer was using auto mode at the time of event. The device will be returned for analysis.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Customer returned device for alleged under delivery and high bg found on july 09, 2022. Device passed the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, displacement accuracy test, and self test. Test p-cap and reservoir locked properly into reservoir compartment during testing. No over delivery anomalies noted during testing. Unit successfully downloaded to thus and care link. Confirmed 20. 25 units of normal bolus was delivered on july 09, 2022. Several bolus's were programmed, delivered and recorded properly in the device history. Unable to confirm high bg's. Device was cut open to perform visual inspection and found¿no evidence of physical or moisture damage¿on the electronic assembly, motor, or force sensor. The following were noted during visual inspection: scratched lcd window, scratched case, cracked keypad overlay, pillowing keypad overlay, keypad overlay texture damage, and damaged display window cover. In summary, customers alleged under delivery during bolus was not confirmed during testing. Device passed full dry test and displacement accuracy test. No anomalies noted on electronic/motor assemblies. High bg was unable to be confirmed. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.